Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce fluoroscopy and displayed a detector over temperature message. A review of the system logfiles found a lack of communication between the fd controller and the temperature control unit. Upon troubleshooting actions, the fse identified that the issue occurred due to the chiller. The fse powered down the system, the mpd, and reset both the chiller and fd controller box, rebooting the system multiple times before testing the fluoroscopy. After repairs, the system was returned to use in good working order.